Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead had pocket infection and removal difficulty was encountered upon extraction. The lead was surgically abandoned. No additional adverse patient effects were reported.